Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 525 mg/dl and high ketones. Reportedly, the bg level was due to the customer consuming food and did not deliver a bolus after the food was consumed. A correction bolus was delivered via pump and an infusion set change was performed to address bg/ketones.